Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus y 24ga x 0.75in ss prn npvc catheter separated after placement during the infusion, the catheter could not inject liquid into the patient's body, nor could it be withdrawn or blood returned. The catheter needed to be pulled out. During the extubation process, part of the catheter was broken in the patient's body. The medical staff handled it promptly and slowly pulled out the catheter., it was later confirmed that all the catheters were removed from the body and had no adverse effects on the body. However, the patient was very angry and was discharged early. The affected quantity is 1, a green claim is required, a complaint reply letter is required, a complaint acceptance letter is required, samples can be returned, and photos can be provided.

Event description:
No additional information provided.

Manufacturer narrative:
1.DHR review was not performed as the lot number is unknown for this complaint. 2.the customer returned a sample, and it can be seen from the sample that the catheter has been broken, as shown in attached photo 1; observed the sample under the microscope, found that the fracture surface of the catheter was flat, and it was suspected that it was cut by a sharp object, as shown in attached photos 2-5. Test the sample with water injection and no occlusion was found. 3.lot number unknown, we can not perform retain sample inspection. Cause analysis. 1.according to customer feedback, the product was used at 4 pm on (B)(6) 2024 and the puncture was successful. The catheter was found to be broken on the morning of (B)(6) 2024, indicating that the catheter was normal before use and there was no breakage, in addition, if the catheter is damaged before use, there will be leakage during use 2. From the state of the sample returned by the customer, the fracture surface of the catheter was flat and it was suspected to be cut by some sharp object 3.regarding the complaint about product occluded/slow flow rate, no occlusion was found in the sample returned by the customer. In summary, because the product batch number is unknown, DHR investigation and retained sample testing cannot be performed. From the customer feedback information and the analysis of the returned sample, the catheter was found to be broken after the second day of use. It is possible that the catheter was cut by some sharp object during using. Regarding the complaint about product occluded/slow flow rate, no occlusion was found in the sample returned by the customer. Therefore, it cannot be confirmed that the complaint is related to product quality. The factory will continue to pay attention to and monitor the trend of this defect complaint.